Event description:
Pt received a "treatment" at the spa for the advertised purpose of detoxification, anti-aging, addiction recovery, and immune system stimulation. Pt said that this treatment was provided in a steam cabinet. Pt sat inside the cabinet unclothed except for a towel which provided protection against the sides of the cabinet that were very hot. A towel was placed around pt's neck and the door of the cabinet was closed leaving only pt's head outside of the cabinet. Pt said that oxygen was pumped into cabinet by an oxygen generating machine and that an ionizing machine pumped negative ions into the steam cabinet. Pt noticed a malodorous smell of body odor on entering the steam cabinet and noted that there was no cleansing of the cabinet after the previous customer. Pt reports feeling sick with flu-like symptoms for a couple of days after the treatment. Specifically pt says they were nauseated, vomited, and had diarrhea for two days. Pt denies any skin irritation, and did not seek medical care.